Manufacturer narrative:
Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available and no meaningful pictures were attached. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore, the retention sample analysis is not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that the dialyzer¿s fibers ruptured 150 minutes into the patient¿s treatment. The patient experienced approximately 200ml of blood loss. Upon follow up, it was confirmed that the blood was visually observed and confirmed to be an internal leak. There were no visible defects found. Blood test strips were not used. The 5008 s machine was used in treatment alarmed appropriately with a blood leak alarm. Fresenius blood lines were being used in treatment. There was no patient injury, adverse event or medical intervention needed due to the event. The patient¿s treatment was completed on same machine with new supplies. The sample is not available for evaluation.